Manufacturer narrative:
The field service representative (fsr) inspected the centrifugal control unit (ccu) and centrifugal drive motor and release tested them successfully. He replaced the ccu, centrifugal drive motor, and centrifugal cable. The centrifugal drive motor that was replaced and returned was part number: 164267, serial number: (B)(6), UDI: (B)(4). During laboratory analysis, the product surveillance technician (pst) connected the centrifugal control module, centrifugal cable assembly and centrifugal drive motor to lab use only (luo) testing equipment. The pst had the system run for 28.7 hours continuously with no observation of a 'backflow' alarm. It was determined that the system met specification.

Manufacturer narrative:
Updated blocks: a2, a3, and h6 the reported complaint was confirmed. During additional laboratory analysis, the product surveillance technician (pst) ran the centrifugal system attached to lab use only (luo) testing equipment in pulsatile mode. The motor cable was manipulated after two hours of running and a backflow alarm was observed and the log indicated low display and motor voltages (vmot) at the same time. The issue could not be reliably reproduced and a root cause could not be identified. Inspection of internal components did not reveal any obvious defects and revealed no sign of electrical damage. Since a root cause could not be determined, repair on the centrifugal system was not performed and it will be returned to the user. Please find attached user facility report uf report (B)(4) related to this complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the centrifugal control unit (ccu) had a backflow alarm. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay. There was no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2022, the team experienced a problem with the centrifugal drive motor on their heart lung machine (hlm) while on cpb, leading to a delay in continuation of the procedure while the product was changed out. There was no blood loss and the procedure was completed successfully. Approximately 90 minutes after initiation of bypass, there was a backflow alarm and it was evident that the pump head was no longer providing forward flow. The perfusionist removed the pump head to re-attach it to the drive motor, and noticed that the motor head was extremely hot. Re-coupling the pump head failed to resolve the issue, so hand cranking was begun, successfully achieving forward flow. Meanwhile, a second hlm was brought into the room and placed adjacent to the first. The original centrifugal pump head was placed into the second hlm drive motor and forward flow was immediately achieved. For the remainder of the case, the backup hlm was used as the centrifugal drive motor and the first hlm continued to be used for all other functions.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per data log review: (B)(6). From the centrifugal pump data log: the log only had timestamps back to (B)(6) 2022 at 17:35:08. Before that time the log had many 'motor voltage (vmot) voltage range error' and 'display supply error' events. There was also a few 'starting application' events (power up). It is possible that this was the correct centrifugal log but not the ccm log (system log) from the base where the issue occurred. It appears there was an issue with the 24 volt vmot, causing the pump to not function. The log confirms the complaint.